Event description:
Pt underwent dual chamber pacemaker on (B)(6) 2012, for sinus node dysfunction with junctional escape at times, multiple falls and one syncopal episode without prodrome. At 5 days follow-up the right ventricular pacemaker lead pacing threshold was found to be high. He was scheduled for right ventricular lead revision on (B)(6) 2012. The night of 24 to 25 he suffered a syncopal episode, found by ems tachycardic with low blood pressure. Vital signs responded to IV fluids administration. In the ER the chest x-ray showed large left sided pleural effusion. Bedside echocardiogram revealed only minimal pericardial effusion. A chest CT showed left sided massive hemothorax with possible right ventricular pacemaker lead perforation into the chest. A chest tube was placed with drainage of about 3 liter bloody effusion. Due to continuation of the bleeding pt was taken to the operating room and underwent sternotomy with visualization of the right ventricular lead perforation through the right ventricular wall, pericardium into the chest with damage of one of the intercostal vessel with active bleeding. The bleeding was stopped by cauterization. The lead tip was cut with retraction into the right ventricle. Two left ventricle epicardial leads were replaced and tunneled under the skin. Then the pacemaker pocket was opened, the transvenous right ventricular lead was removed by manual pull and one of the epicardial leads was connected to the pacemaker. Post surgery pt did well and was discharged home on (B)(6) 2012.